Event description:
The primary alarm was reported to be barely audible throughout its volume range at any volume setting. The respironics service technician replaced the alarm to correct the reported problem.